Manufacturer narrative:
Analysis of the submitted log file confirmed transient elevations in power and flow; however, a specific cause for this finding and a direct correlation between heartmate ii lvas, and the patient¿s infection could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas. The hmii lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. The IFU addresses pump speed, power, flow, and pi and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear, however, there are regions at the low and high ends where the relationship is not linear. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a chronic driveline infection due to (B)(6) beginning of (B)(6) 2018. The patient was placed on IV cefazolin until (B)(6) 2018 while also taking itraconazole daily. On (B)(6) 2018, a CT scan showed no fluid collections around the lvad, intrabdominal and peritoneal cavity. The patients lactate dehydrogenase levels were 337 and indicated no hemolysis marker. The patient is currently in (B)(6).

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was sep 27, 2018.